Manufacturer narrative:
Event per updated information the lens was implanted into the left eye (os) on (B)(6) 2021. Monitoring patient. Lens remains implanted. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk, no serial number reported. This product is not marketed in the us. Implant date: unk. Device manufacturing date: unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye and low vaut was observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.